Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review will be performed. The device has been returned for evaluation; the evaluation confirmed for break, however, unconfirmed for material deformation. The evaluation was reassessed and the trending device code (2976 - material deformation ) has been removed. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model dr8084 pta balloon dilatation catheter allegedly experienced a break and material deformation. This information was received from one source. The malfunction did not involve a patient as there was no patient contact. The 74 year old male patient's weight was not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review will be performed. The device has been returned for evaluation; the evaluation identified material deformation and a break. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model dr8084 pta balloon dilatation catheter allegedly experienced a break and material deformation. This information was received from one source. The malfunction did not involve a patient as there was no patient contact. The (B)(6) year old male patient's weight was not provided.